Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that there was an episode from the implantable cardiac monitor where the contact looked "horrible". It was determined that there was oversensing of noise on the episode that was then undersensed causing the pause episode. The device remains in use. No patient complications have been reported as a result of this event.